Manufacturer narrative:
(Lot number) and operator of device are unknown; no further information was provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient came in for tubing/bag change and nurses noticed that there was a lot of medication remaining in the bag; amount remaining was 80mls, which is greater than 15 percent, therefore this was an under-infusion. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.